Event description:
Procedure type: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research for a craniotomy. Pt developing unruptured cerebral aneurysm. No primary disease. No other complication. On (B)(6), the temporal craniotomy was performed for the aneurysm below the tentorium. Incision was 20cm. Operating room time was 182 minutes. #3-0 perma-hand silk was used to close dura mater. Product was sprayed to complete craniotomy. Vasodilators, antibiotic cleansing and IV of antibiotic was used as a combined treatment, no adverse event. On (B)(6), pt was discharged. On (B)(6), the pt made an unscheduled hospital. Leak of cerebrospinal fluid was confirmed. It was improved by compression treatment. On (B)(6), the doctor made a diagnosis that pt was recovered without after-effects.

Manufacturer narrative:
(B)(4).